Event description:
It was reported that bd stopcock q-syte red 360deg nonsterile have foreign matter 9144773 - stopcock q-syte red 360deg nonsterile-395245-fm/misassembly stains, black marks, scratches found during production at atom. 2 stains, 28 black marks, 1 scratch.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
No additional information received.

Manufacturer narrative:
Our quality engineer inspected the 7 photos submitted for evaluation. The issue of foreign matter and cosmetic issues were confirmed upon inspection of the photos. Visual inspection of the provided photos confirmed that there is a yellow matter on the unit. One of the photos also displays black marks on the stopcock, and one of the connection sites appears to be cracked or scratched. The damages observed could be a result of our manufacturing process. However, bd cannot confirm the exact cause of the failure since no sample was returned for evaluation. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.